Manufacturer narrative:
H11: per additional information obtained from the customer, they did not know whether they concluded reprocessing correctly before returning the device. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related the stent being retrieved via the biopsy channel which is forbidden in the instructions for use. The event can be prevented by following the instructions for use which state: 4.1 precautions, warning. -do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance. -do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. -do not collect the stent through the channel of the endoscope. Instrument damage may occur. -to retrieve the stent, use grasping forceps fg-44nr-1 in accordance with its instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the channel mount with foreign material, therefore, forceps could not be inserted. There were no reports of patient involvement.